Event description:
It was reported that the ventilator repeatedly failed the patient leak test. After multiple attempts, it passed the leak test and the ventilator was placed on the patient. The ventilator had an audible alarm and and the patient suffered dyspnea. The patient was removed from the ventilator and placed on another ventilator. The patient has recovered.